Event description:
It was reported that in (B)(6) 2013, during an attempted novasure endometrial ablation, the physician visualized a uterine perforation. The novasure procedure was aborted. No medical intervention was required. The pt was discharged home and is currently "doing ok."

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).